Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received. Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04457. It was reported that fluoroscopy confirmed that the patient's leads migrated. As a result, surgical intervention was undertaken during which the system was explanted. During the same surgery, a new lead was placed and then pulled as documented in manufacturer reference number 3006705815-2019-04468.